Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a lasso® nav eco variable catheter, and a bad no ECG signal on all channels occurred. Initially, it was reported that the carto 3 system displayed an unknown error with a notification of "current leakage error. When they disconnected the catheters from the piu, the issue was resolved. However, the issue reoccurred when connecting the pentaray catheter and the lasso catheter to the piu. They replaced the lasso catheter and the pentaray catheter at the same time and the issue was resolved. The procedure was continued, and no adverse patient consequence was reported. The current leakage is not MDR reportable. This issue is highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety is unaffected by this issue. On 03-may-2023, additional information was received which made the event reportable. It was confirmed that the notification was accompanied by a loss of all ecgs. The noise was observed on all channels, on both the carto 3 system and the recording system. The bad/no ECG on all channels is MDR reportable.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection, magnetic sensor functionality test, and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed; no current leakage error was observed. An electrical test was performed, and no electrical issues were found. A manufacturing record evaluation was performed for the finished device 30988890l number, and no internal action related to the reported complaint condition were identified. The current leakage and electrical issues reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) mrn # 2029046-2023-01178 for product code d134301 for lasso® nav eco variable catheter (2) MFR # (B)(4) for product code d128211 for pentaray nav high-density mapping eco catheter.